Event description:
While running an hiv-1 p24 antigen assay, the sampler handler, misread a sample tube barcode label. The barcode was read as "053gm02304" instead of "013gm02404". No error message was given. Field service engineer has been dispatched. No death or serious injury was associated with this event.